Event description:
It was reported that during clinic follow up, the pacemaker (pm) and right ventricle (rv) lead exhibited oversensing. Isometric testing was performed and was not reproducible. Both pm and rv lead will continue to be monitored. The patient was stable throughout.